Event description:
Dr. Scheduled pt for revision of tibial and patellar components. When opened, allegedly the femoral component was fractured so he proceeded to revised the knee with another system.

Manufacturer narrative:
Medwatch 3500a received from user facility.